Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. Unable to verify battery out limit alarm due to button error alarm.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.